Event description:
It was reported that within a couple days of implant, the patient was having a revision of the atrial lead due to non-capture. During the repositioning, the right ventricular (rv) lead was displaced and the rv coil lead impedance measurement was high. However, when the lead was checked through analyzer, all lead impedances were within normal limits. It was noted that the device was not in the pocket when measurements were made. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.